Event description:
It was reported that the lock ring on the device standard hard paddles is broken. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement adult paddle adapter assembly. The customer later confirmed that replacing the adult paddle had fix their problem. The device will not be returned to physio-control for evaluation. Root cause for the reported event cannot be determined.